Event description:
During a laparotomy and repair of a diaphragmatic defect due to gunshot trauma to left chest, the endogia 80 stapler was used to fire across the suture line. The stapler did not release staples. The surgeon closed the diaphragmatic defects with two simple interrupted 0 pds sutures.